Manufacturer narrative:
(B)(4). H3 device evaluation summary: an opened box with thirty-four unopened samples of product code j423 lot # pa2200, were returned for analysis. The complaint sample was not received. During the visual inspection of thirteen samples, no defects were found on the package. The sample was opened, and each packet contains twelve strands. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage was noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no performance - breakage suture was found and the tested sample met the finished goods requirements. Representative samples returned to support investigation of 2 device issues captured in reports mw # 2210968-2018-82598 and 2210968-2019-82599. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device pa2200, and no non-conformance's were identified.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and suture was used. The suture material broke before the knot reached the skin. A different device was used to complete the procedure. There were no adverse consequences for the patient reported.